Event description:
The patient had not heard any alarms, but was seeing an error code on her personal therapy manger (ptm) indicating that the pump reservoir was empty and she was not getting her boluses. The patient's last pump refill date was approximately 3 weeks ago and her next refill date was next week sometime. The patient was experiencing pain; she could 'hardly move;' the pain was everywhere (back, legs, hips, shoulders, arms). The patient started feeling more pain last week. The device system was delivering dilaudid, baclofen, clonidine, and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8840, lot # unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received reported the patient received assistance from her doctor or manufacturer representative on 2012 (B)(6) and her concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
Additional information: it was reported that the patient was using the ptm more than usual and the pump was out of medication. It was also reported that there was an inaccurate calculation of the alarm date. Patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).